Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was not responding accordingly (keypad anomaly). The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device would be returned.

Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. Pump passed the self test and displacement test. All buttons function properly. No stuck button alarm noted. No damage to the keypad assembly and the keypad connector on j1/pcb 1 was locked properly during visual inspection. The pump was cut open to perform visual inspection and found no evidence of moisture damage on the electronic assembly or keypad connector. The pump was received with minor scratches on lcd window, cracked case-corner of belt clip rails, battery tube threads cracked and scratched case. In summary, customer alleged keypad anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.